Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during treatment. The patient said there were multiple air detected in cassette warnings given during drain 1 of 4. The patient cancelled treatment and found fluid in cycler when the cassette was removed. A few drops of fluid were in the pump module area and fluid leaked from an unknown area. In a follow up the patient indicated receiving a new cycler and said there was no harm, adverse event or intervention associated with the fluid leak. The cycler is available to return as a sample.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak during treatment. The patient said there were multiple air detected in cassette warnings given during drain 1 of 4. The patient cancelled treatment and found fluid in cycler when the cassette was removed. A few drops of fluid were in the pump module area and fluid leaked from an unknown area. In a follow up the patient indicated receiving a new cycler and said there was no harm, adverse event or intervention associated with the fluid leak. The cycler is available to return as a sample.